Manufacturer narrative:
Additional information: h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the male luer lock was observed separated from the tubing. Due to the nature of the sample, no additional testing could be performed.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated. It was further reported that during an unspecified patient infusion, the one-link came off the "luer stem". The set was changed out. There was no patient injury or medical intervention associated with this event. No additional information is available.